Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump had minor scratches on the display window, cracked battery tube threads and a missing end cap sticker. No damage was noted on the isolation tape.

Event description:
It was reported that the customer's insulin pump had a blank screen display. The customer's blood glucose level was not reported. The product will be returned. Nothing further to report.